Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than 30 minutes there was no reported patient injury. The procedure was a coronary angiogram (cag) and used a retrograde approach. The stick location was the common femoral artery (cfa). The deployer was mynx certified. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was little presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The patient has since recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 5 mm from the balloon proximal neck. A product history record (phr) review of lot f2013302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (little presence of pvd/calcium and little vessel tortuosity) and/or the condition of the procedural sheath (although not returned) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The procedure was a cag ,and used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was little presence of pvd / calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography, or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the cfa. Hemostasis was achieved by manual compression for less than 30mins. The patient has since recovered. The device will be returned for evaluation.